Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: when the nurse opened the package to absorb the drug liquid, she found that there were scattered black foreign bodies on the inner side of barrel, which could not be used for clinical operation.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: when the nurse opened the package to absorb the drug liquid, she found that there were scattered black foreign bodies on the inner side of barrel, which could not be used for clinical operation.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1901233 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, black particles were observed in the syringe. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were examined and no defects were observed. It has been concluded the foreign matter within the picture sample was powder particles from the assembly process. Due to friction between the machinery components, small plastic powder particles can be produced. The contamination of the syringe resulted from an accumulation of the powder due to some unexpected movement in the assembly machine.